Event description:
It was reported the device had 2nd derivative unstable and values not usable. No patient injury occurred.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). D3 manufacturer name: supplier: simcol medical. D4 (UDI), g2 and g5 are unknown; no further information was provided. This is a supplied item. A device history record (DHR) review was not applicable in this case because the component is not evaluated or tested in any way during the manufacturing process at this manufacturer; and the device manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. The device was returned in used condition. Visual inspection of cable and connectors: one cable has a crack in the outer insulation. There was no external damage visible on the remaining 3 cables. The reported problems could not be tested due to missing test equipment; the fault cannot be verified. The samples will be investigated by the supplier.